Event description:
N/a.

Manufacturer narrative:
The valve was received for evaluation. DHR - conformed to the specifications when released to stock. UDI - (B)(4). Manufacturing date 11th april 2019. Expiration date 31st march 2024 failure analysis - the valve was visually inspected; no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm the problem reported by the customer at the time of investigation the valve functions. The possible root cause for the resistance felt when irrigating the valve could be due to an excessive flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. As noted in the IFU. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that there was a resistance felt when the irrigation was conducted for the certas plus valve before implantation. After that, there was a resistance felt when pomping was conducted. It was found the needle guard was peeled off. Therefore a new valve was used instead. There was surgical delay within 30 minutes and there was no adverse consequence to the patient.